Event description:
On (B)(6) 2025, the user reported that the sleep/wake button on their ilet was unresponsive, requiring multiple taps to wake the device. The user updated the app firmware and restarted both the ilet and their cell phone, after which the button responded on the first tap. Blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.